Event description:
Sure-vue pregnancy test is advertised as sensitive to 25 miu/ml. Test device package says 4 drops 4 minute read. Insert indicated a line appearing between 4 & 15 minutes may be positive for hcg. Rptr's date show test not sensitive to 25 miu/ml at 4 minutes. Test info is confusing to the point of being false.